Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), and block h6 (device codes) have been updated to code for premature deployment. Block h11: investigation results. The returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and was able to perform full deployment without any problem. Microscopic examination was performed, and it was found evidence of full deployment. Functional analysis was performed the device was able to perform a full deployment without any issues. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned, the clip assembly returned attached and was able to perform a full deployment without any problem. Therefore, the most probable cause is "device problem excluded".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure to treat colonic polyps performed on (B)(6) 2026. During the procedure, the clip could not be deployed in the patient body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 12, 2026 it was reported that the clip did not grasp onto tissue, and therefore did not lock onto tissue, and that the clip had been detached. Premature deployment of the clip was confirmed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure to treat colonic polyps performed on (B)(6) 2026. During the procedure, the clip could not be deployed in the patient body. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.